Event description:
Healthcare professional reported "rupture" diagnosed. Healthcare professional later reported "capsular contracture baker grade IV" via ultrasound. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2. A3a, a4, b1, b3, b5, b6, d6a, e1, g2, h6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no openings observed during the analysis. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.